Event description:
Olympus was informed that after a video assisted thoracoscopic surgery, during a reprocessing the endoscope, users noted there was a tear on the bending section and part of bending rubber was missing. The user facility also informed a pleural lavage was performed on the pt at the end of the procedure. There was not pt harm reported.

Manufacturer narrative:
The reference device was returned to olympus for evaluation. The evaluation confirmed that bending rubber was torn at 40mm to 60mm from the distal end and part of the bending rubber was missing. The phenomenon was likely attributed to physical damage. This report is being submitted in a medical device report in an abundance of caution.